Manufacturer narrative:
No pt was present at time of discovery. Device lot number is dependant on return of device. Device manufacturer date is dependant on device lot number which is dependant on device return. The affected part has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported the biopsy guide's knob would turn freely even when tightened fully. This event did not occur during surgery and no pt was present.